Event description:
The customer reported receiving an alarm on the insulin pump and insulin squirting out during manual priming. The blood glucose was 87 mg/dl. The customer was advised to disconnect and check the drive support cap. Upon inspection the customer noticed it was protruded. The customer was advised to discontinue the use of the device and to revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.